Event description:
The patient lost pain control in (B)(6). An x-ray was performed and confirmed that the catheter was out of the intrathecal space and coiled near the anchor. The anchor was intact and secured down to the fascia, but the entire spinal portion of catheter was out of the intrathecal space. The catheter replaced. The device system was delivering dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: catheter. (B)(4).